Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all users were unable to log in to any of the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found in the station. A technical support specialist dialed in to the station, reviewed recent events and notices in remote smart service, noted an error indicating ¿login failed for user ... Reason: failed to open the explicitly specified database 'dsclientoltp',¿ verified database connectivity using structured query language through microsoft sql server management studio from the windows command prompt, confirmed that the database responded without errors, observed that the station had recently restarted, reviewed device logs showing successful nurse logins, documented that a specific nurse user account prompted unable to authenticate, informed the customer that no software issue was identified and recommended checking with information technology, confirmed on an outbound call that the customer reported everything was working, verified there was no hardware issue, and proceeded to close the case at the customer¿s request. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all users were unable to log in to any of the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.